Manufacturer narrative:
Plant investigation: the recirculation pump assembly was returned to the manufacturer for physical evaluation. An exterior inspection found rust and dried residue on the assembly. During testing the motor/pump operation test failed. After connecting the motor to power, the motor tripped the circuit breaker. There was no smoke or burning smell observed. After removing the pump assembly from the motor, a clicking noise was heard when turning the motor¿s drive magnet by hand. The noise was traced to the armature stack making contact with worn winding insulation. The line connector (connects to the black wire on the power cord) and neutral connector (connects to the white wire on the power cord) of the motor was found to be shorted. A short between those lines will cause the circuit breaker to trip. There were no signs of thermal damage in the motor. An internal inspection found a piece of plastic on the front housing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a granuflo dry acid mixer. The facility smoke detectors were not triggered by the machine. Upon machine evaluation the cause of the issue was determined to be the transfer pump. The biomed confirmed that no other visible heat or electrical damage was identified. There was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the transfer pump. The biomed replaced the transfer pump, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The transfer pump was returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a granuflo dry acid mixer. The facility smoke detectors were not triggered by the machine. Upon machine evaluation the cause of the issue was determined to be the transfer pump. The biomed confirmed that no other visible heat or electrical damage was identified. There was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the transfer pump. The biomed replaced the transfer pump, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The transfer pump was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.